Event description:
During an ercp procedure, a baron aspiration needle was passed through an olympus therapeutic side viewing endoscope. Info provided indicated difficulty had been encountered when attempting to extend the needle from the sheath. The needle was extended and retracted as directed by the physician. Upon withdrawing the device from the endoscope, it became apparent that the needle had broke off and remained inside the pt. A polypectomy snare was used to retrieve the broken portion of the needle. There was no pt injury reported.